Event description:
Facility stated that while using the viking m mobile lift for a transfer from chair to commode, the safety latch came off the lift causing the sling to become detached from the lift, dropping the resident. Resident suffered a broken leg.